Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that they received no delivery alarm. Troubleshooting was previously performed for no delivery. The customer stated they had tried all remedies. The customer's blood glucose was over 300 mg/dl at the time of incident. Their current blood glucose was 77 mg/dl. They declined to troubleshoot for high blood glucose past event. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.